Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received. Beeping tones were elicited from the associated cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) noted shock impedances continue to increase, with the highest value at 152 ohms. Alert settings were programmed on, and the beeping tones were functioning as expected. Technical services (ts) recommended further troubleshooting. No adverse patient effects were reported.